Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the label was missing its coating, the electromagnetic field immunity test failed due the cable being out of specification, the magnet was chipped and the lower case was broken. (B)(4).

Event description:
The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.